Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that a loss of prime warning had occurred when the cartridge had less than 20 units in the cartridge. Reportedly, there was no power loss, no other alarms, no temperature change, no trauma to the pump, and the cartridge cap was tight. The reporter stated that the patient had been using the cartridge for 3 days and cycling the plunger before filling with insulin. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: there were loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specifications.